Event description:
Additional information received that lesion characteristics include the right internal carotid artery (ica). Vessel tortuosity was moderate. Identical issues were observed with both pipelines. The cause of the event was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ped2-475-20 (d014374); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pipeline embol device 4.75mm x 20mm, initial deployment of the distal tip was unsuccessful. Despite numerous attempts to open the distal section, the stent failed to open. The physician subsequently removed the system from the diseased lesion and deployed the stent in open air, where it was observed that the distal stent braid was severely damaged and bent. The device had been resheathed and removed with the microcatheter more than two times, and less than 50% of the stent had been deployed when the issue occurred. The pipeline was not positioned in a bend when it failed to open. No additional steps were taken to open the device. The device was never implanted and was replaced by another manufacturer's product. There was said to be no patient involved in the event. Ancillary devices include a phenom 27 microcatheter.